Event description:
It was reported that a malfunction alarm occurred with a displayed code of malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which successfully resolved the issue. The customer was informed to continue using the pump and to call back if any malfunction code recurs.